Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic piece was broken she glued it before. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).